Event description:
Emergency medical services was called to home of pt, who required CPR. Emergency medical services went to insert needle and it bent to 90 degree angle when they initially tried to screw the device. They immediately removed the needle, obtained another and were able to administer the necessary medications, fluids. The emergency medical services coordinator stated that the product failure did not contribute to the demise of the pt. The pt had suffocated while sleeping in bed with family member.